Manufacturer narrative:
H3 other text : device received at third party service center.

Event description:
The manufacturer was contacted in reference to a dreamstation 2 alleging the humidifier stopped working. The patient alleges dry nose and dry throat. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient stated a heated hose is used, and the settings were adjusted for different temperatures and humidity settings, however that did not resolve the dry nose and dry throat.